Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as a supplemental. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off.

Event description:
On (B)(6) 2013, the reporter stated that the needle came off the hub and was in her son's arm. Additional information received from the associate director of medical affairs who spoke with the patient's mother via telephone on (B)(6) 2013, which stated that she is a nurse who has been working in oncology for over 30 years. Her son is a paramedic. He was self-administering a depo-testosterone shot with a 3ml syringe and what she believes was a 22 gauge needle. The needle separated from the hub and remained in the son's muscle. An attempt to tweeze out the needle, but was unable to. Additional medical information from the customer received via telephone, she advised her son to go to the emergency room for evaluation. The mother stated that they did x-rays, but could not find the needle. The emergency room physician noted it was a retractable needle, however, this occurred after the x-rays were performed.